Event description:
It was reported that (6) devices were used during an unk procedure. It was reported by the affiliate that all the pmw35 instrument staples malformed and jammed on the tissue (could finally release from the skin). Another instrument was used to complete the case. There was no consequence to the pt.